Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the sterility of the device compromised?

Event description:
It was reported that it was found that there was a hole on the package before the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r94p4l. Additional information requested and received: was the sterility of the device compromised? No further information is available. Device analysis: the analysis results found that a 5dcs device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; besides that it was observed that the packaging was hitting in a hard surface causing a sterility breach. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device r94p4l batch number, and no non-conformances were identified.